Manufacturer narrative:
Testing of actual/suspected device : the fse confirmed that the battery runtime test failed at 45 minutes as part of the preventative maintenance (pm), there was nothing unusual identified in the logs. To fix the issue the fse replaced the batteries as a pair. The unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.